Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had spikes in pacing impedance that were high out of range for the past five months. The thresholds and sensing were within normal limits, and no noise was seen the electrogram. There were no reprogramming options available, as the ICD could not be programmed unipolar. The system remains in-service, and boston scientific technical services (ts) discussed increasing the alert limit. No additional adverse patient effects were reported.